Manufacturer narrative:
The balloon catheter afapro28 with lot number 75104 and the data files were returned and analyzed. Visual inspection of catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for seven injections. The catheter failed the performance test due to system notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered when connected to the test console. Dissection revealed a guide wire lumen kink 1.18 inches from the tip. The pressure test showed a leak path through the guide wire lumen kink area. In conclusion, the balloon catheter failed the returned product inspection due to guide wire lumen kink and leak. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.